Manufacturer narrative:
(B)(4). Event date: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: could you please confirm the device information (product code/lot#)? No-product and packaging discarded. Where within the gap setting scale was the orange indicator prior to firing? In the green close to 1.5. What confirmation was received that the device was fully fired? Green check mark did the device staple? Yes. Was the staple line complete? No. Were there any staples missing from the staple line? Surgeon not sure. What was the shape of the staples (b-formation, irregular, legs straight)? He believes so. Were the staples deployed into the tissue? Yes but possibly not all because of leak. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes but the distal donut when taken out , was not fully in tack. They weren¿t sure it opened up by pulling it out or not how many counter-clockwise revolutions were used to open the device? 2 full 360degree turns. How was it confirmed that the anvil was free from the tissue prior to removing? By twisting 90 degrees right and left and fish tailing stapler out¿didn¿t have resistance after firing was the adjusting knob turned ½ to ¾ revolutions? No-2 full 360 turns was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Could you please provide more details how issue was resolved? Hand sewn anastomosis.

Event description:
It was reported that during an unknown procedure, there was an incident experienced. Intra-operative leak after leak test. There were no patient consequences.